Event description:
Customer states that a myoglobin reagent pack, with 10 tests remaining, was loaded on an access instrument and 10 tests were run. The first two results were acceptable and the remaining 8 test results were all 0.0 with no system flags. Two of the 0.0 results were reported. Repeat testing of the 0.0 samples produced normal results. No treatment was initiated or witheld based on these results. Investigation determined that the myoglobin pack was used previously on a different access system and was moved to the access system in question where the 0.0 results were produced. Product labeling clearly states that access reagent packs cannot be removed and used on a different system. The second instrument assumes a full reagent cartridge has been loaded and when the cartridge has already been used on a different instrument, the reagent volume will be less that assumed. This is a user error, in that, failure to follow instructions resulted in the incorrect result. A potential health risk to the patient does exist when a false 0.0 myoglobin result is reported. A 0.0 myoglobin result could be used by a physician in the course of patient care, and has the potential to affect the diagnosis or modify a course of treatment.